Event description:
Patient's father contacted in 2008 regarding tyco/kendall heparin flush 100 unit/ml pre-filled syringe recall. Father reports flush used on the day before, and patient complained of stomach ache/nausea later in the day. Patient also had soccer game that day as well. Replaced with bd brand of heparin flush. On eight days after the original date: follow up with mother and no further/continued symptoms since using bd brand of heparin flush. Dose or amount: 5 ml = 500 units. Frequency: every other day. Route: IV. Dates of use: 2008. Diagnosis or reason for use: implanted port-a-cath patency. Event abated after use stopped: yes.